Event description:
Regarding the above ref medwatch report at this time we do not believe this event is reportable under the MDR requirements. Since the rptr has requested anonymity we are unable to conduct any further investigtion and therefore consider this case to be closed at this time.